Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 7071903.

Event description:
It was reported that the patient was not getting an adequate pain relief due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned due to facility policy.